Event description:
The pt was in the operating room but the procedure had not started. The machine had been tested when it arrived earlier but did not work once the pt was intubated and the procedure was to begin. The MFR response was they replaced the inverter fuse.